Event description:
Leakage; it was reported that the connection part between flotrac sensor and 3-way was damaged. Leakage occurred.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) complete flotrac kit. Flotrac housing male luer was completely broken off from bonded zero-stopcock. The broken luer stuck inside zero-stopcock female luer. The female luer was also cracked. Stress marks were evident around entire stopcock female luer.